Manufacturer narrative:
Calibration was performed to fix the reported failure. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, the unit displayed cannot use psv peep error on the screen for the volume mode. It was recovered by reboot. There was no reported patient involvement.